Manufacturer narrative:
The manufacturer previously reported an issue alleging a ventilator malfunctioned. During further testing at the third party service center, the customer''s complaint was confirmed. The oxygen blending module board needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator malfunctioned. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.